Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received several inappropriate shocks due to noise oversensing. The noise was reproducible mainly on primary and secondary vector by raising the left arm of the patient. The patient also reported a weight loss of 20 kilograms. X-ray was performed and the system appears intact. Technical services (ts) reviewed the episodes and discussed troubleshooting options to try to reproduce the noise. The s-ICD system remains in service. No additional adverse patient effects were reported.